Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sitting and studying bible, her infusion set's tubing came apart at the quick release. This happened in the afternoon when her blood glucose was 400 mg/dl and she took a bolus, but it did not come down. So, she took more insulin and she got home but did not knew if she should have taken a manual injection. Subsequently, she lifted her shirt and noticed her site came undone so, she hooked it back together and tugged on it. She secured it and tried to bolus again. She stated that the pump never alarmed no delivery and there was no dampness on her body or clothes. The site location was two inches above navel to the left. The infusion was being used for one day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.